Event description:
A patient underwent a cesarean procedure and the insorb 2030 skin stapler was used to close the primary incision. Five days post op, the patient presented with a complaint of redness around the wound. The wound was treated for infection including opening and draining of seroma and administration of an antibiotic (keflex), dressings were applied.

Manufacturer narrative:
The device used in this case was not available for examination.